Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
A patient specific prescription form was received for the patient's left distal femoral endoprosthesis. Noted on the form: "failed tibial component of fixed hinge distal femoral endoprosthesis. Aseptic loosening tibial component. Tibial component loosening of fixed hinge distal femoral endoprosthesis. Planning to retain distal femoral component and revised tibial component only."

Manufacturer narrative:
An event regarding loosening involving a patient specific, distal femur, tibial stem was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for patient specific distal femoral replacement which was inserted on (B)(6) 1989 and revised on (B)(6) 1990 for distal femoral implant and in 2019 for rebushing. The surgeon reported aseptic loosening of the tibial stem. The CT image provided shows radiolucent line along the tibial stem mainly between the cement mantle and bone, but in some area between the cement mantle and the stem, which suggest that the stem might be aseptically loose. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific prescription form was received for the patient's left distal femoral endoprosthesis. Noted on the form: "failed tibial component of fixed hinge distal femoral endoprosthesis. Aseptic loosening tibial component. Tibial component loosening of fixed hinge distal femoral endoprosthesis. Planning to retain distal femoral component and revised tibial component only..." Update 20/december/2021 wg: as per product manager response: "I do know from previous discussions that this proposed revision is as a result of routine wear and tear, not concerning an incident from the surgeons perspective...